Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 2.0mm x 150mm x 150cm, coyote balloon catheter was advanced for dilatation. The device was inflated three times each at 14 atmospheres (atm) for 5 seconds. However, during fourth inflation at 14 atm for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.